Event description:
Boston scientific received information that during an implant procedure the right atrial (ra) lead had impedances around 1,290 ohms and no capture. The physician attempted to replace the lead again and impedances were then greater than 4,000 ohms while being tested with a pacing system analyzer (psa). The physician took the lead out and placed a new lead successfully. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.